Manufacturer narrative:
The batch review of both lots shows that both comply to the specifications. We do not known how the catheter were secured on the patient's skin to avoid repetitives kinking. This is the first complaint on these batches. No further investigation can be done without the sample.

Event description:
The leadercath tube splited at the junction of the tube and it hub. Finally, the catheter was removed and changed.